Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella purge flow dropped, and purge pressure climbed. Sterile water purge solution was administered, and the issue was resolved within a few hours, with only half of the purge solution being administered. The purge solution was then swapped back to the standard. The impella cp was performing well 24 hours later. Discussed the potential of future pump stoppage if this was to occur again. The physician decided to let the existing pump remain and to monitor the patient¿s progress.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visually inspected the pump and no abnormalities were observed, and the issue was not reproduceable during testing. The cause of the high purge pressure issue was most likely biomaterial as, per clinical, tpa resolved the issue during support.